Manufacturer narrative:
Evaluation summary: the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo; partial lead in segments returned and analyzed.

Event description:
It was reported that the patient received inappropriate therapies, and that lia (lead integrity alert) triggered due to high pacing impedance, with nst (non-sustained tachycardia) episodes. Lead fracture due to noise was also reported. It was noted that while dissecting down to the anchoring sleeve that the suture around the svc (superior vena cava) defibrillation lead sleeve also went around the pace/sense portion of the rv (right ventricular) defibrillation lead. Examination showed an inner conductor fracture at this level. The pace/sense helix could not be retracted. The lead was explanted with a locking stylet and laser sheath, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6937a-35 implantable tachy lead, (B)(6) 2002; 5076-45 implantable pacing lead, (B)(6) 2002. (B)(4).